Event description:
Customer reported being hospitalized for dka. Troubleshooting performed and insulin exited during test prime. Pump gave an error message during high pressure test. High pressure test was performed again and pump passed. Customer stated that md has increased her basal rates significantly since hospitalization. It was reported that high blood glucose levels have persisted since hospitalization despite set changes. Customer requested replacement pump. Pump was replaced accordingly.